Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material 10.5mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection of the tip and proximal weld found no irregularities or defects. Microscopic and tactile inspection revealed numerous kinks in the distal shaft (both inner and outer) of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following the implantation of a stent, a 1.2mm x 12mm threader¿ balloon catheter was advanced for post-dilatation. The physician had difficulties advancing the device into the stent but managed to cross; however, the balloon ruptured during the 3rd inflation. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following the implantation of a stent, a 1.2mm x 12mm threader¿ balloon catheter was advanced for post-dilatation. The physician had difficulties advancing the device into the stent but managed to cross; however, the balloon ruptured during the 3rd inflation. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.